Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - liquid intrusion into the optical conductor plug caused the reported screen noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the subject device became noisy. The issue was found during reprocessing. There were no reports of patient involvement.